Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: [name] hospital this is a complaint from the market. Report from the sales rep via email; the handle came off and could not be used. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd004 and the procedure was completed. This event unit will be returned. Additional information received via email on 22jan2025 from amj ra/qa sr specialist: it was reported as "the handle" issue first, but to see the picture of the event, it seems "the guide bead on the back came off" should be the appropriate description. Please proceed the event as "the guide bead on the back came off". Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the bag and cord. Visual inspection confirmed the complainant¿s experience of bead detachment as the bead assembly was detached from the device. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: [name] hospital. This is a complaint from the market. Report from the sales rep via email. The handle came off and could not be used. No patient injury or illness associated with this event. Replaced to a hospital inventory new cd004 and the procedure was completed. This event unit will be returned. Additional information received via email on 22jan2025 from (B)(4) specialist: it was reported as ¿the handle¿ issue first, but to see the picture of the event, it seems ¿the guide bead on the back came off¿ should be the appropriate description. Please proceed the event as ¿the guide bead on the back came off¿. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.